Event description:
It was reported the customer had a calibration error with two sensors. Customer also reported experiencing low blood glucose. Customer's blood glucose was 42 mg/dl. The customer had treated their low blood glucose with food. Advised the customer their sensors will be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.